Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to noise with oversensing and pacing inhibition with greater than two seconds of asystole. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to noise with oversensing and pacing inhibition with greater than two seconds of asystole. No additional adverse patient effects were reported. Additional information received indicated that clinical observations of this surgically abandoned right ventricular (rv) lead were likely due to suspected insulation breach. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.